Event description:
Patient's vent was alarming and a unusual smell was coming from the vent. Vent was running on back up battery even though it was plugged into the electrical outlet. Vent was immediately taken out and a new one was replaced. Patient was not harmed and is safe.